Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 4 of 4 on the home choice (hc). Reportedly this occurred when the heater bag disconnected from the line causing the alarm. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and informed her of the errors meaning. During a call with the home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp stated that there had been solution under the cycler and thought that the leak was at the connection. The hp thought she had connected the bag correctly. The hp stated she discarded the supplies and the lot number was not known. The hp contacted the peritoneal dialysis nurse (pdn) who advised the hp to complete therapy using manual supplies. The hp resumed therapy the following day on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The heater bag disconnected from the line causing the alarm. The hp stated that there was solution under the cycler and thought that the leak was at the connection. The hp thought she connected the bag correctly. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.